Manufacturer narrative:
This report is for one unknown plate. The facility has not returned the complainant part for manufacturer review/investigation. (B)(6). Unknown, as no part or lot numbers are available. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient experienced chronic regional pain syndrome (crps), which was treated with medication and, ultimately, implant removal. This report is for an unknown plate. This report is 1 of 2 for com-(B)(4).